Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown legacy biomet screw were returned for investigation. Visual evaluation of the as returned device identified screw fragment in the implant drive feature. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The products were intended for tooth 24 (fdi). Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - (B)(6) 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h - (B)(6) 2021. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause device failure. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR could not be reviewed for the unknown biomet screw. Complaint history review: complaint history could not be reviewed for the unknown biomet screw. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported the screw fractured inside the implant. The implant was removed.